Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired.medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombus issues has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the access site bleeding ¿ major and the thrombus issues was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella rp in a 64-year-old male patient needed for high risk surgery. It was reported that the patient developed cardiac tamponade requiring a third pressor to stabilize. Large burden of clots were evacuated. Additionally, the patient developed severe bleeding and heparin was withheld.